Event description:
Facility staff alleged that the head will not raise. No injury alleged.

Manufacturer narrative:
Technician found the bed in storage with note on bed stating "no head up." Cause - no change/voltage at head up coil. Resolve - replaced head up valve cartridge to resolve this issue.